Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the connector where the arterial tubing is placed was malleable. The user observed air bubbles in the connector due to the tubing being soft. The cannula was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.